Event description:
It was reported that two (2) exactamix 500 ml eva tpn bags leaked from center port after total parenteral nutrition (tpns) were made. The issue was further described as "the two pieces of plastic that come together on the center port are not fully sealed" and while squeezing the bag, "the seal allows fluid to pass through (where the butterfly piece connects to the tube)". There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the reported issue occurred "over the weekend" before the date of the report. E1: initial reporter phone no.(additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.